Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy since that am. Supposed to be rewarming but arctic sun device had been making cold water. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.8c. Rewarm set to 0.2c/hr. Nurse stated patient temperature (pt) started out very low and they have rewarmed but they were concerned because water temperature (wt) was so cool. Confirmed patient was currently shivering. Noted shivering needs to be addressed and as views that as heat generation so the water temperature (wt) will drop in response to keep patient from rewarming too quickly. System diagnostics, outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 17.6c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 566.6, pump hours were 388.9. Heater did not appear to be engaged most likely because of shivering. Walked nurse through draining 16 ounces of water from right drain port and restarting therapy. Discussed ways to address shivering such as bair huggers and warm blankets as long as it was not contraindicated in their protocol. Called back 45 minutes later and nurse noted water temperature (wt) was increased to 30c but has gone back down to 26c. They added bair huggers and patient was no longer shivering. Discussed swapping out device since it was not actively rewarming the patient. Send to biomed for evaluation, sn # (B)(6).

Event description:
It was reported that the patient had been on therapy since that am. Supposed to be rewarming but arctic sun device had been making cold water. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.8c. Rewarm set to 0.2c/hr. Nurse stated patient temperature (pt) started out very low and they have rewarmed but they were concerned because water temperature (wt) was so cool. Confirmed patient was currently shivering. Noted shivering needs to be addressed and as views that as heat generation so the water temperature (wt) will drop in response to keep patient from rewarming too quickly. System diagnostics, outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 17.6c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 566.6, pump hours were 388.9. Heater did not appear to be engaged most likely because of shivering. Walked nurse through draining 16 ounces of water from right drain port and restarting therapy. Discussed ways to address shivering such as bair huggers and warm blankets as long as it was not contraindicated in their protocol. Called back 45 minutes later and nurse noted water temperature (wt) was increased to 30c but has gone back down to 26c. They added bair huggers and patient was no longer shivering. Discussed swapping out device since it was not actively rewarming the patient. Send to biomed for evaluation, sn # (B)(6).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. System diagnostics, outlet monitor temperature (t1) was 19.6c, outlet control temperature (t2) was 19.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 17.6c (32754-30012025-063841134-2), water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 566.6, pump hours were 388.9. Heater did not appear to be engaged most likely because of shivering. Walked nurse through draining 16 ounces of water from right drain port and restarting therapy. Discussed ways to address shivering such as bair huggers and warm blankets as long as it was not contraindicated in their protocol. Called back 45 minutes later and nurse noted water temperature (wt) was increased to 30c but has gone back down to 26c. They added bair huggers and patient was no longer shivering. Discussed swapping out device since it was not actively rewarming the patient. Send to biomed for evaluation, sn # (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.